Event description:
During a routine daily equipment check, the lithium battery pack in the device allegedly exhibited indications that it had ruptured or vented. There was a black sooty residue on the outside of the battery pack and on surrounding surfaces of the device. The device was stored in the outside compartment of a fire vehicle.